Manufacturer narrative:
A steris service technician arrived onsite and found the air compressor to the advantage plus endoscope reprocessing system had been plugged in utilizing a non-steris extension cord not provided by steris. While onsite the technician inspected the advantage plus endoscope reprocessing system replaced the compressor and power cord, tested the unit, confirmed it to be operating according to specification, and returned it to service. The advantage plus endoscope reprocessing system operator manual states, "7.1 using incorrect power cords may damage the automated endoscope reprocessor; only use power cords that are provided by steris." Additionally, the advantage plus endoscope reprocessing system site requirements states for power supply, "a gfi protected outlet (nema 5-15r) should be located within the operator's reach." The technician counseled user facility personnel on the proper use and operation of the advantage plus endoscope reprocessing system, specifically, correct use of power cords. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported an employee burned their hand and "got shocked" while plugging in the air compressor to their advantage plus endoscope reprocessing system. Additionally, the user facility stated, "the cable was possibly exposed to moisture". Out of caution, the employee sought an EKG test following the reported event; however, the results are unknown.